Event description:
It was reported that the patient's device was unable to be interrogated with several different programming systems that were working properly. A battery life calculation showed approximately 0.14 years remaining until neos = yes, but the physician has not confirmed if the inability to interrogate the device is due to normal end of service.